Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsular bag was injured and slightly torn during implantation as the side part of the optic of a preloaded monofocal intraocular lens was released instead of the haptic part. Lens was fully inserted and remained implanted in the eye. Surgeon determined not to explant the lens as it would make the situation worse. There is no report of unplanned vitrectomy, incision enlargement and sutures. There is no delay in procedure. Directions of use were followed. No other information is available.